Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported a patient with unintended gantry movement.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. The company representative confirmed and replicated the reported event. To resolve the issue, the company representative replaced the cables and a printed circuit board (pcb) that control the gantry motors. The system was tested and found to meet product specifications. The printed circuit board and gantry switch were returned for evaluation. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The printed circuit board and gantry switch were received for evaluation. A visual assessment of the returned sample revealed no visual nonconformities. The pcb was installed onto a test bench setup and tested, with no nonconformities noted. Both samples were then installed onto a laser hotbed system and run through full system bootup, startup, and quick warmup. The gantry was actuated using the joystick in x, y, and z axis through the full range of motion, with no nonconformities noted. The test procedure was performed three times with no problem found. The reported event could not be confirmed or replicated, the returned samples were found to function as intended. The root cause of the reported event is attributed to an intermittent cable connection within the system resulting in an electrical short. It remains inconclusive at this time how or when this connection became nonconforming. The manufacturer internal reference number is: (B)(4).